Event description:
The hospital staff used the unit to monitor a pt during an elective cardioversion procedure. The pt was diagnosed in atrial fibrillation. A spacelabs pc express cardiac monitor was also attached to the pt simultaneously. After several countershocks had been administered, the spacelabs monitor showed the pt had converted to a normal sinus rhythm. The lifepak 8 monitor allegedly displayed a rhythm that appeared to be atrial fibrillation. An hp 12 lead cardiac monitor was used to confirm the pt was in a normal sinus rhythm. There were no adverse affects to the pt reported as a result of the alleged malfunction.